Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer received treatment of dextrose and a piece of chocolate provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button. Reader did not power on with strip insertion. The reader was further de-cased and visual inspection was performed. Liquid contamination was observed. Therefore, issue is not confirmed to use due to liquid contamination. At this time strip has not yet been returned and a valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. Section d1 (brand name), d4 (primary UDI number) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer received treatment of dextrose and a piece of chocolate provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.